Event description:
The customer stated that she was in the hospital due to something unrelated to diabetes. During the hospitalization, the customer noticed that her glucometer was reading too high. She stated that she checked her blood glucose, and she got a reading of about 130 mg/dl. When the hospital checked, her reading was 61 mg/dl. The customer stated that she had over calculated for her carbohydrates, causing the low blood glucose levels. The customer felt that the insulin pump was working fine. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.